Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with add on stenosis l3-4, status post l4 to s1 posterior instrument fusion, congenital scoliosis with lumbar hemivertebra and underwent the following procedures: removal of spinal implants l4 to s1 consisting of pedicle screw right construct and exploration of fusion mas, decompression l3-4 with complete l3 laminectomy, right sided facetectomy with foraminotomy, transforaminal interbody fusion, l3-4 with cage, local autograft and bone morphogenic protei, posterior instrumentation t9 to s1, eleven segments with instrumentation, cobalt chrome pedicle screw and rod construct, posterior and posterolateral fusion t9 to s1 with bone morphogenic protein and local autograft and crushed cancellous allograft and repair of small durotomy l3-4, right.